Manufacturer narrative:
D5; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, misaligned; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no damaged tube, no; and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .190; lockout functional, yes and number of clips fed and formed, 10. Analysis conclusion: based upon inquiry info received and visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of instrument, it was noted that jaws were slightly misaligned. It could not be determined if this may have contributed to reported incident. Instrument was fired and it fired and formed remaining clips as designed. There were no anomalies noted with clips dislodging form jaws. Reported incident could not be recreated. If jaws are torqued or closed over a hard object, jaws can become damaged and will not form clips properly. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co stives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the clips appeared to easily dislodge from the jaws and fell into the abdomen unformed. The clips were removed. A second er320 was used to complete the case. The device was from lot #k47v76. There was no consequence to the pt.